Event description:
Patient had routine uneventful CABG. Post-op, excessive bleeding was identified. Patient could not be stabilized, suffered cardiac arrest before she could be returned to the or for exploratory surgery. Required CPR - chest opened to find weck hemoclips had loosened, fallen off vein graft. Unable to be stabilized.